Manufacturer narrative:
Additional information has been received, the previously reported events under is no longer considered reportable at this time as there was no failure of the devices. No further follow-ups will be submitted.

Event description:
Subject ID: (B)(6). Study no: (B)(6). Clinical adverse event received for blood loss. Type of event: systemic. Severity: moderate. Is the adverse event serious? No. Relationship to study device: not related relationship to primary study procedure: not related outcome: recovered/resolved. Date of event: 21 sep 2022. Date of implant: (B)(6) 2022. Date of revision: no information provided. Device location: l2-l3, l3-l4. Treatment/impact: blood transfusion.

Manufacturer narrative:
Product complaint #: (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.